Manufacturer narrative:
All available information was investigated and the reported difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints. Based on the results of the analysis and the information provided, the reported difficult to remove the cds from the sgc appears to be related to user technique/procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is being filed for the difficulty removing the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was inserted into the steerable guide catheter (sgc) and when attempting to align the blue lines, the physician pulled the cds and the clip became stuck on the sgc valve. All attempts to remove the clip failed and the devices were removed from the patient. A new sgc and cds were used. The procedure was completed with the mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.